Event description:
Pt called alleging that awhile back pt had been obtaining erratic readings on the lfs meter, due to their vial of test strips. Pt obtained blood glucose readings of 210, 79, 250 and 90mg/dl. Tests were done less than 10 minutes from one another. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision; however, pt mentioned that the test strips were peeling. Pt had opened a new vial/new lot# and readings were ok. Pt does not recall the readings from the new lot. Pt threw away subject vial, no info on the particular lot # pt used at the time.